Event description:
Pump was returned for service with a report that it will randomly turn off. No patient injury or medical intervention has been reported. Information was not provided regarding whether or not the device was in use when the reported situation occurred.